Event description:
A mayfield triad skull clamp a 1108 was reported to have a loosened locking system. No further details were provided; however, additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.